Event description:
This patient presented to the emergency room with multiple inappropriate shocks due to noise on the rv channel. The battery of the itrevia 7 hf-t (implanted 2016) was drained down to 22%. This rv lead and the ICD will be replaced. Should additional information become available this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 12 cm distal to the is-1 connector pin. All fragments were received for analysis. Approx. 41 cm proximal to the lead tip a thread was tied on the lead body. The distal lead fragment was severely stretched, indicating strong pulling forces needed during the extraction procedure. The analysis revealed furthermore multiple signs of wear along the lead fragments. Particularly on the distal lead fragment the insulation was found rubbed through which can be considered as the root cause of the clinical observations. Due to the characteristics of the damage, it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with another implantable device or modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Moreover tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This patient presented to the emergency room with multiple inappropriate shocks due to noise on the rv channel. The battery of the itrevia 7 hf-t (implanted 2016) was drained down to 22%. The ICD and lead were explanted. Should additional information become available this file will be updated.